Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed displacement test, rewind, basic occlusion, occlusion, no delivery and motor tests. No motor error alarm noted. No delivery alarm functioned properly. Unit unable to prime at 4.0 lbs during prime/a33 test due to faulty fsr(gold). Unit had minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that the customer had high blood glucose levels. No exact blood glucose levels were provided. The customer reported an issue with the blood glucose meter of the insulin pump being inaccurate. Troubleshooting was done on the insulin pump to ensure it was working as designed. It was reported that the insulin pump alarmed motor error twice during the high pressure test. The customer reported that the insulin pump was exposed to a cat scan in the past. It was reported that the customer was not using the sensor feature of the insulin pump. The customer was able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.